Event description:
It was reported that when using the bd pyxis¿ es server order was not crossing over to pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, the customer confirmed that it was working, and no further investigation required for this device. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server order was not crossing over to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.